Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, 30 percent of the intraocular lenses (iols) that the surgeon implanted were rotated postoperatively. Some of them rotated up to 30 degrees. Surgeon did not understand why this issue with implant stability was occurring. Additional information has been requested. There are three medical device reports associated with this complaint. This report is 3 of 3.